Event description:
It was reported that the system controller self-test audible tones were high pitched. The system controller and modular cable were exchanged. The site requested a low flow software install. The modular cable was exchanged because of tearing on the protective cover.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of high pitched self test tones was unable to be confirmed. The system controller ((B)(6) was returned for testing. The system controller underwent the functional testing and supported a mock circulatory loop without issue for an extended duration. The speakers of the system controller were examined, and some debris was found. The observed debris was not extensive and was consistent with typical wear and tear. Additional self-tests were performed while the system controller was connected to both battery power and the power module; no atypical sounds were observed. A decibel meter was placed 10cm from controller, and each of the speakers were tested. Of note, this was performed without cleaning the debris out of the speaker. Each speaker was observed to exceed the minimum design specification of 85 db. The submitted log files revealed the system functioning as intended. A root cause for the reported event could not be conclusively determined through this investigation. Additionally it was found during investigation that the strain relief was damaged and there was fluid ingress between the strain relief and the outer cable sleeve. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 IFU with heartmate touch section 2 ¿ ¿system operations¿ and abbott heartmate 3 left ventricular assist system patient handbook section 2 - "how your heart pump works¿, describe how to perform the system controller self-test. The patient handbook, section 6 - ¿caring for the equipment¿, instructs users to check the system controller¿s audio speakers at least once per month. If a change in sound is noted during a self-test, the speakers may be obstructed. Audio speaker sockets may be cleaned using a small cotton swab that is moistened (not dripping) with rubbing alcohol. Never insert anything sharp (like a toothpick or pin) into the sounder holes. This can damage the speakers inside. The IFU and patient handbook caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.